Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4): we did receive performance data collected from the device and have analyzed the data. Daily pace impedance trend data shows an abrupt change from rv pace=496 to a peak of 3600 ohms between (B)(6) 2010. 2 - patient alerts for out of tolerance subthreshold lead impedance on (B)(6) 2007 and (B)(6) 2010. 2 -patient alerts for failed alert transmission on (B)(6) 2007 and (B)(6) 2010. 5 - ventricular nst <=140 ms between (B)(6) 2010 and (B)(6) 2010. Lead integrity alert triggered after the patient alert for out of tolerance subthreshold lead impedance for rv pace=3568 ohms on (B)(6) 2010 02:15:04.

Event description:
It was reported that the lead integrity alert triggered with right ventricular impedance greater than 2500 ohms with four non sustained tachycardia with evidence of noise. The physician was concerned about setscrew connections. It was further reported that the device was explanted and replaced due to infection.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies were found. A test lead was fully inserted into all connector ports. All setscrews were tightened with a medtronic wrench and all setscrews retained their lead. Performance data collected from the device has been analyzed. Daily pace impedance trend data shows an abrupt change from rv pace=496 to a peak of 3600 ohms between (B)(6) 2010 and (B)(6) 2010. Two - patient alerts for out of tolerance subthreshold lead impedance on (B)(6) 2007 and (B)(6) 2010. Two - patient alerts for failed alert transmission on (B)(6) 2007 and (B)(6) 2010. Five - ventricular nst <=140 ms between (B)(6) 2010 and (B)(6) 2010. Lead integrity alert triggered after the patient alert for out of tolerance subthreshold lead impedance for rv pace=3568 ohms on (B)(6) 2010 02:15:04.

Event description:
It was reported that the lead integrity alert triggered with right ventricular impedance greater than 2500 ohms with four non sustained tachycardia with evidence of noise. The physician was concerned about setscrew connections. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the lead integrity alert triggered with right ventricular impedance greater than 2500 ohms with four non sustained tachycardia with evidence of noise. The physician was concerned about setscrew connections. It was further reported that the device was explanted and replaced due to infection.